Event description:
It was reported that the patient was experiencing intense headache. The patient underwent a lead explant procedure, after which a clear liquid oozing from lead incision site was noted.

Event description:
It was reported that the patient was experiencing intense headache. The patient underwent a lead explant procedure, after which a clear liquid oozing from lead incision site was noted. Additional information was received that the physician applied pressure on the patients incision site. The patients headache subsided a week after leads were removed. The explanted lead was not returned to bsn as it was discarded by the medical facility.